Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a fall friday on the hip where the device was placed. Patient experienced severe pain when walking. Patient was advised by healthcare provider (hcp) to turn interstim off until the manufacturer can check the implant. Called stated hcp wanted know whether to x-rays but wanted the unit checked first. There were no further complications that have been reported as a result of this event.